Event description:
An intracranial hemorrhage was found with computerized tomography following a deep brain stimulator lead placement. The pt experienced hemi paralysis. After discharge from the hospital, the pt went to rehabilitation a couple of times. No deep brain stimulator was placed. The lead remained implanted to prevent add'l damage at explant.